Event description:
It was reported that the ventricular lead exhibited noise. Upon extraction, an insulation anomaly was noted on the lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion at 17.4 cm to 17.6 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.